Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal had a clump during the removal process causing the sutures to tear. A side biter clamp was used to redo the anastomosis. No add'l pt complication were reported.